Event description:
The end of january, I had a covid test for travel and the test returned positive. I was very surprised because I did not have any symptoms of covid. I still have not had any symptoms. I had the test at the (B)(6) drive though in (B)(6) at (B)(6). A few days ago I received an email stating some tests within the last two weeks have been recalled for high level of incorrect results. Since I have never experienced any symptoms, I am wondering if my result was incorrect and was from the batch of tests that were recalled. FDA safety report ID # (B)(4).